Event description:
It was reported that the right ventricular his (rv-his) lead exhibited loss of capture. It was also reported that the rv-his lead exhibited diminished sensing. The rv-his lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.